Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Hcp reported that the initial implant was in (B)(6) 2011 and was revised in (B)(6) 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.